Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the alarm loop of the equipment leaks, and the safety disk is detected. The fse replaced the safety disk and the equipment's various functional parameters are tested and delivered to clinical use normally.

Event description:
It was reported during an inspection, found before use the cardiosave intra-aortic balloon pump (iabp) alarm loop of the equipment leaks. There was no patient involvement reported.

Event description:
It was reported during an inspection, the cardiosave intra-aortic balloon pump (iabp) alarm loop of the equipment leaks. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site: (B)(6) hospital. Due to character restrictions in block e1 address no. (B)(6). A supplemental report will be submitted upon completion of our investigation.